Manufacturer narrative:
(B)(6).

Event description:
It was reported by the customer before use that the cardiosave hybrid intra-aortic balloon pump (iabp) was not recognizing ac power. There was no patient involvement reported. No harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that unit was in rescue mode when arrived. No other issues was found. The unit was reseated into cart and unit started charging without issue. No other issues found besides unit not docked properly. The unit passed all functional and safety tests per factory specifications. The unit was returned to customer.